Event description:
It was reported that pump was dropped and pump screen went dark and would not turn on, and when power was restored pump displayed malfunction alarm. There was no adverse impact to the customer¿s blood glucose level. Customer plugged pump into working power source, followed guidance from technical support to reset pump, confirmed that malfunction alarm did not recur, and was advised to continue using pump and to call back if problem returned.